Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported ((B)(6)) high impedances were observed during a permanent implant procedure. The lead was replaced with a new one which resulted in normal impedances. It was noted the lead was fractured.